Manufacturer narrative:
The customer reported that on the cns (central network station), there is only one waveform displaying instead of all 12 when viewing the individual display window. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that on the cns (central network station), there is only one waveform displaying instead of all 12 when viewing the individual display window.

Manufacturer narrative:
Manufacturer narrative: the customer reported that on the cns (central network station), there is only one waveform displaying instead of all 12 when viewing the individual display window. The device was never sent in for repair or exchange. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.